Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarms. The device was operating out of specification. Evaluation found the cause of the alarms was a failing upstream sensor due to loose alignment guide pins and a tear in the tape liner. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed air-in-line. It was also reported that there was no patient incident.